Event description:
It was initially reported by the physician's nurse that the pt had his vns completely removed due to infection at the site. The pt was not re-implanted. No additional info was received. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.